Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a cerebral infarction occurred. It was indicated that the patient recovered from paralysis and other symptoms. It was further noted that ¿either micro air in the balloon catheter went to the patients brain or ¿coaguability¿ was accentuated due to the ablation.¿ the hospital stay was not extended and no intervention was performed. The case was completed with cryo. No further patient complications have been reported as a result of this event.